Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a pacemaker-dependent patient presented in-clinic with dizziness, oversensing was observed. A holter was placed on the patient and it showed 3.5 second pauses after pvcs. Oversensing was unable to be reproduced with isometrics or pocket manipulation. Programming changes were recommended. The patient was stable.